Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the distal end of the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance maybe encountered, and damage such as offset coil winds may occur. The offset coil winds may prevent the smart coil from advancing any further. During the functional test, the returned smart coil was advanced through a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the testicular artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was noted that the patient anatomy was slightly tortuous, calcified and narrowed. During the procedure, the physician placed four smart coils in the target vessel using the microcatheter. Then, while advancing the next smart coil out of its introducer sheath, the physician experienced resistance and subsequently, the smart coil became stuck within the hub of the microcatheter. Therefore, the smart coil was removed. The procedure was completed using two smart coils, two non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.